Event description:
It was reported that in a stored episode, this patient received anti-tachycardia pacing (atp) device therapy and device shocks from their implantable cardioverter defibrillator (ICD) device. Boston scientific technical services (ts) indicated the device therapy was provided because of possible rapid ventricular response (rvr) due to a suspected atrial arrhythmia, which is inappropriate therapy. The atp had no effect, and the subsequent device shock changed the morphology and accelerated the rhythm, but the rhythm slowed into the device monitor-only zone. The rhythm then increased again, and another device shock was provided with no conversion of the rhythm. The rhythm slowed again, this time out of the device monitor-only zone and the episode ended. Ts discussed this analysis with the healthcare provider and indicated further review is recommended. The device remains in-service. No additional adverse patient effects were reported.